Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic and the implantable cardiac monitor was unable to be interrogated. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information reported that the device was explanted on an unknown date.

Manufacturer narrative:
Final analysis confirmed that the device could not be interrogated. The battery was removed and the device exhibited normal functionality when connected to an external power supply. The cause of the battery depletion could not be determined.